Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced possible seizure activity and low blood sugar. Nevro attempted to obtain additional information regarding the nature of these issues, but none was available. The patient was hospitalized and there have been no reports of further complications regarding this event.